Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of flashes of light, visual issues, ocular pain, temple pain, forming bumps/nodules, fatigue, nausea, vomiting, their teeth hurt, heart palpitations, headache, anxiety, problems walking, and dry eye are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings: ¿ injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. 6. Adverse events: ¿ the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Table 1 and 2. Injection site responses by maximum severity and duration. Possible treatment site responses: redness, pain, tenderness, firmness, swelling, lumps/bumps, bruising, itching, discoloration. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Healthcare professional (hcp) reported 10 days after injection in the malar/submalar area with 1.0 ml of juvéderm® ultra, the consumer experienced flashes of light and visual issues. The patient was referred to a retina specialist and prescribed oral prednisone thought to be a medrol dose pack. Per the hcp, the consumer reported ocular pain, temple pain, and reported "forming bumps," but visual inspection and photographs did not show bumps. One week later, the patient reported experiencing fatigue, nausea, vomiting, and their teeth hurt. Almost a month after injection, the consumer was seen by an ophthalmologist for ¿extreme ocular pain¿ and diagnosed with dry eye. The patient was taking antihistamines for their symptoms at the time of the eye exam. On the same date, the consumer was seen by their primary care physician and started on another course of prednisone thought to be a medrol dose pack. The patient was seen by a neurologist and no pathology diagnosed by neurologist, however, patient reports pain. The patient was seen by another ophthalmologist, and all checked out okay, including hvf, optic nerve testing with oct and retina. Additionally, patient reported having heart palpitations, headache, and problems walking. Symptoms are ongoing.